Event description:
Report that 2 patients died a few days after placement of a hero graft for vascular access for dialysis. Both patients died at home and no autopsy was performed so cause of death is unk. One pt died 4 days after implant and the other pt died 10 days after implant.

Manufacturer narrative:
Mortality rates are high for esrd patients and have been reported in the literature to be 21% for dialysis subjects with catheters, which is equivalent to 0.36/year. Thus, death is an anticipated event for dialysis patients due to esrd and other various comorbidities. The device was not returned. The hero device was most likely not being utilized or dialysis since it was still in the maturation period. Device lot history records of all product shipped to this site were review with special attention to the mfg and inspection procedures and all products were found to have met all specs prior to shipment. Multiple attempts were unsuccessful at obtaining the details of the pts' history and events surrounding the pts' deaths. Contact was made with the reporting surgeon's office on (B)(6) 2011; with the legal dept of (B)(6), employer of the reporting surgeon on (B)(6) 2011; and with the director of risk mgmt for the hospital where the patients' procedures were performed on (B)(6) 2011. Since no pt info was obtained and no autopsy was performed, the cause of death is unk and therefore the relationship of the death to the hero device cannot be determined.